Event description:
Pt. Receives no heparin during dialysis. Smooth, metal clamp was placed on heparin line of the arterial line. Clamp was placed approximately 4 inches from where heparin line connects to arterial line and was hanging free. Toward the end of the pt's 4 hour treatment, it was discovered that blood was leaking from a small hole approx. Half way between the clamp and where the heparin line connects to the arterial line. It was reported that the line looked stretched. When a second clamp was placed near the hole, the line broke off. The pt. Lost approx. 100-150 cc blood.